Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have woken up with high blood glucose of 439 mg/dl. Customer bolused for high blood glucose and received a no delivery alarm. Customer changed set and received a motor error alarm. Customer also received a button error alarm. Customer then went to the emergency room on (B)(6) 2016 with blood glucose readings of 499 mg/dl. Troubleshooting was performed for motor error and high blood glucose. Customer reported that drive support cap appeared normal. Customer declined to check for leaks or air bubbles; site or insulin issues; and settings. Insulin pump passed high pressure test. Customer was advised that insulin pump would be replaced

Manufacturer narrative:
All buttons were functioning properly. No damage in the keypad assembly was noted and no unlocked lcd keypad connector during visual inspection was noted. The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or excessive no delivery alarms were noted. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.